Event description:
Report received from FDA regarding product issue stated that while hanging platelets, it was observed that product tubing appeared to be "cut" above the clamp under the solution container. Platelets leaked onto the floor. Event clarification was received reported the issue involved separation of the tubing from the spike adaptor during patient use. No patient injury was reported and no medical intervention was required. Sample was discarded by hospital staff.

Manufacturer narrative:
The actual sample involved was discarded by hospital staff and, therefore, could not be returned to the manufacturer for evaluation. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.